Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A baxter technician from (B)(4) stated that a flo-gard infusion pump experienced a low battery alarm while testing the battery during an infusion. There was no patient involved; therefore there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A baxter technician reported a flogard pump with a low battery alarm during tested. This reported condition was confirmed. The cause of this condition was due to damaged batteries. The main batteries were replaced to resolve this condition.